Event description:
Customer reported the image quality during a case was poor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found broken wires inside the interconnect cable. Customer will order and replace new cable.